Manufacturer narrative:
Evaluation summary: the report of stenosis was confirmed through observed host tissue overgrowth. The report of patient prosthesis mismatch could not be confirmed through visual observations. Host tissue formed a ring on the surface of the leaflets at the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice on the inflow aspect. X-ray demonstrated wireform intact and minimal calcification nodules on host tissue overgrowth. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the outflow aspect. Host tissue on the stent circumference was minimal at the outflow aspect. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Host tissue/pannus growth contributed to a lesser degree to this long-term explant. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The root cause of this event cannot be conclusively determined with the available information. However, it appears that the root cause of this event was possibly due to patient and/or procedural related factors and original time of valve implantation. There was no indication or allegation of a device malfunction contributing to the event. The IFU has been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Ppm is listed as a potential adverse event associated with the use of this device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Edwards received information that a bioprosthetic aortic valve, implanted for three (3) years and 10 months, was explanted due to severe aortic stenosis, secondary to patient prosthesis mismatch. The patient was found on both echo and CT scan to have a normal-sized aortic root and ascending aorta. The explanted device was replaced with another edwards bioprosthetic valve. The patient was transferred to the ICU in stable condition having tolerated the procedure well. The patient was deemed ready for discharge on pod #3.

Manufacturer narrative:
Multiple requests for additional information have been performed; however, the healthcare provider has not provided any additional details regarding this event. The explanted device has also not been returned for evaluation. Although the reason for explant is unknown, there has been no allegation of product malfunction or deficiency. The root cause of this event remains indeterminable with the available information. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a bioprosthetic aortic valve, implanted for three (3) years and 10 months, was explanted due to unknown reasons. The explanted device was replaced with another edwards bioprosthetic valve. No other details provided.